Manufacturer narrative:
(B)(4)

Event description:
It was reported that a presyncopal patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited over sensing. The device was explanted and replaced (B)(6) 2016. The patient was stable post procedure.